Event description:
It was reported that a patient underwent a robotic assisted laparoscopic myomectomy on (B)(6) 2012. During the procedure, the device was not functioning as intended. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report # (B)(4). This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-00555, 2210968-2012-00556, 2210968-2012-00557, and medwatch 2210968-2012-00558. The same patient is represented in each medwatch.